Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address pain. Update (B)(6), 2017. Email correspondence received. It alleges patient was revised to address astronomical cobalt and chromium levels, joint wear, and pain. Added unknown stem for the alleged elevated metal ions. Added complainant information. This complaint was updated on (B)(6), 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Update aug 22, 2017. Email correspondence received. It alleges patient was revised to address astronomical cobalt and chromium levels, joint wear, and pain.